Event description:
The pt reported intermittent stimulation at a setting of 5v and that the stimulation was not as "strong as before". No other pt symptoms reported.

Event description:
Additional information reported that the patient did not have concerns with the implantable neurostimulator or the therapy. It was also noted, however, that the patient was still having concerns with the device or the therapy, but had not sought further help. No further details or patient outcome were provided. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Neuro adaptor: model 3550, lot# n076322, implanted: 2007 (B)(6), explanted: na.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had gone ¿a few months¿ without using the device prior to the event. The stimulation was intermittently working and then it stopped working altogether. The patient tried new batteries as well. The patient then met with a manufacturer representative, two years ago from the date of the report, who used a handheld device to ¿reprogram it or something, took him off program c and put him on program b and stimulation began working.¿